Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed non sustained ventricular oversensing due to noise. Plans were made to call patient into the clinic for further evaluation. The patient was reported to be asymptomatic. No further information is available at this time.